Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens diopter -7.5 was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2021. The lens was implanted removed and replaced with an alternate lens intraoperatively and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown. The reporter states, "the lens rolled over in the eye during implantation and was accidentally torn when removed."